Event description:
It was reported that the patient had a total hip done in 1996. The cup had worked itself loose, beading came off the back of the cup. The head came off the stem. Patient had in continuity in acetabulum. They placed a zimmer cup and cage into the acetabulum and the stem was left in.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a c-taper cocr lfit head 28mm/0 was reported. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10-mar-2003 with no reported discrepancies. The femoral head does not interfere with the shell/bone interface. Based on the provided information, the product reported in this investigation did not contribute to the event

Event description:
It was reported that the patient had a total hip done in 1996. The cup had worked itself loose, beading came off the back of the cup. The head came off the stem. Patient had in continuity in acetabulum. They placed a zimmer cup and cage into the acetabulum and the stem was left in.